Event description:
It was reported that the patient's autostim mode was not at an increased level and was not working. It was reported that the autostim output current was unable to be programmed to a higher settings at a recent office visit. No additional or relevant information has been received to date.